Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable, while being used on a patient. There was no reported patient injuries as a result of the event. The date of the event is unk.

Manufacturer narrative:
A covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the proportional solenoid (psol) valve. The device passed all testing according to manufacturing specifications. (B)(4).